Event description:
It was reported that the device was used during a low anterior resection. It was reported by the rep that upon attempt to transect the distal bowel, the ax55 was fired. The device was reported to have fired no staples; therefore, the transection was incomplete. The surgeon had to oversew the tissue where staples were expected. There was no consequence to the pt.